Event description:
The surgeon was attempting to unlock the caster on the 6875 hana operating room table and injured his finger. The surgeon used his finger because he could not unlock the caster with his foot.

Manufacturer narrative:
Investigation not complete, locking caster not yet returned for evaluation. Will advise upon completion of report.